Event description:
The customer reported that the pump button was not working, and when instructed by technical support to place the pump on the charging pad, the lights flashed indicating a problem. There was no adverse impact to the customer's blood glucose level as the backup therapy was managed by mdi (multiple daily injections). Technical support replaced the pump and instructed the customer on how to send back the problematic pump using a pre-paid label, ensuring the customer understood the steps to take upon receiving the replacement.